Manufacturer narrative:
(B)(4).

Event description:
Procedure type: according to the reporter: dr. (B)(6) fired the device but the staples did not deploy. The doctor did cut before opening the jaws. It is unknown what was done to correct the problem. The account does not recall if bleeding exceeded 500ccs. The account does not recall if buttress material was used. The account doe snot recall if there was an extension in or time. No injury to patient.